Event description:
A customer reported that the equipment displayed a system message and locked during a cataract with intraocular lens implant procedure. The case was completed with another equipment, following a delay of more than 15 mins. There was no harm to the pt.

Manufacturer narrative:
The company rep examined the system and could not duplicate the problem reported. No system messages were noted. Preventive maintenance was performed, which is unrelated to the customer reported issue. The system was then tested and met all product specifications. There was no sample returned for eval and no add'l info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of complaints for the last (B)(4) did not indicate any add'l similar reports for this system. The root cause cannot be determined conclusively. (B)(4).